Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the decreased effectiveness was not determined at the time of surgery. Additionally, the cause of the inability to aspirate the catheter was also not known. No further imaging results were available. No further issues were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving baclofen (unknown, 2000 mcg/ml, 141.4 mcg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient noticed symptoms related to decreased therapy effectiveness. The surgeon was unable to aspirate cerebrospinal fluid from the spinal catheter during the procedure on (B)(6) 2018. The entire targeted drug delivery system was replaced, with a new catheter and pump implanted. The catheters and pump would be returned and were in the rep's possession. The (B)(4) catheter tip remained in the patient's body, clamped and sutured down, and was inactive at the time of this report. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
Product ID 8782 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type catheter product ID 8780 (B)(4) implanted: (B)(6)2017 product type catheter analysis of (B)(6) found no significant anomalies. Analysis of (B)(4) found damage to the transition tube. Fdd (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.